Manufacturer narrative:
The calibration performed on 15-may-2022 did not indicate an issue. The qc recovery was within -2 sd. There was no indication of a performance issue of the reagent or instrument. The alarm trace contained abnormal aspiration sample probe errors and sample clot detection errors. These are indicators of possible poor sample quality. The customer performed a calcium precision test with acceptable results. The field service engineer (fse) did not find any issues with the probe alignments and other components. The fse verified the instrument's performance by multi-assay precision tests with acceptable results. After service, no further issues were reported by the customer. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for 4 patient samples tested on the cobas 8000 c702 module. The initial results were reported outside of the laboratory. The results were flagged on the delta report the following day which prompted a rerun of the samples. The samples were rerun on their other c702. (B)(6). The repeat results were deemed correct. The reagent lot number is 58959501 with an expiration date of 28-feb-2023.